Manufacturer narrative:
The IFU for the reported product model was reviewed and confirmed to include hypotony as a known complication. The device history record for the reported lot was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. The reported device remains implanted and could not be evaluated. No device malfunctions could be confirmed.

Event description:
Doctor reported multiple cases of hypotony following ahmed valve implantation. Patient iop returned to normal at 10 mmhg and is scheduled for choroidal drainage.